Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.486; lot: l492158; manufacturing site: haegendorf; release to warehouse date: november 06, 2017 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: investigation flow: broken: device condition: visual inspection performed at customer quality (cq) performed on the returned insertion handle observed broken tang (distal alignment tab). The broken portion was not returned at customer quality. No new issues were identified on the returned portions of the device. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed and no design issues were identified. --top level drawing for insertion handle assembly drawing dimensional analysis was not able to be performed as the broken tab was not returned at customer quality. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. However, upon visual inspection, no material inconsistencies were observed around the broken region that could have contributed to complaint condition. A definitive root cause could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive mis-aligned/off-axis force during usage. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the distal part of the arc of the radiolucent insertion handle was broken during an unknown procedure on (B)(6) 2018. During surgery, the surgeon inserted nail to the arc in a correct way verifying that it was well anchored. While inserting the nail with rotary maneuver, the arc stopped fulfilling its function and part of it broke where the nail was inserted. Fragments were generated from broken device. The procedure was completed successfully. There was no additional medical intervention done. There was a surgical delay of about 30 minutes. There was no patient consequence due to the event. Concomitant devices reported: unknown nail(part#-unknown, lot#-unknown, quantity-1). This is report 1 of 1 for complaint (B)(4).